Event description:
Facility alleges blood leak. Staff reported noting blood spurting out of the arterial line as pt was complaining of dizziness and feeling hot; after 2'50" hour of treatment. Facility reported that line had a tiny crack just by the blood pump segment. Ebl = 300 to 400cc. Pt was sent to the hosp for further evaluation and treatment. Received one unit of blood during her over night stay at the hosp. Facility has saved the actual sample for investigation. Decontamination procedure faxed to facility and product returned package mailed.